Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the scs ipg replaced due to the ipg being inoperable. It was undetermined when the ipg stopped functioning. Reportedly, the ipg replacement procedure was completed without issue and stimulation therapy was restored postoperative.